Event description:
Clinic reports 2 instances of problems with the lot of reuse lines. First event a pinhole occurred during the third use. The CT was not sure exactly where the pinhole was but believed it was in the pump segment as blood was squirting out and the venous alarm did not sound. The pt lost approx 200cc of blood. The sample was discarded. Clinic to forward pt info on 02/01/2000. The second event the blood pump segment split but this was noticed immediately and the blood loss was only about 10cc. The line was saved. The tech checked the rollers on the machine which is almost brand new and that the machine is functioning fine and that there are no issues with the rollers. Tech also indicated that there was no visible wearing on either of the lines.